Event description:
In 2008, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2009, the pt developed a septicemia caused by a urinary-tract infection. On the following month, a computed tomography image showed that a part of the aortic aneurysm was prominent. So the physician believed that the aneurysmal sac and the implanted excluder had been already infected. Four days later, the physician decided to monitor the pt. On the following month, the pt was converted to the open repair surgery and the vascular reconstruction was performed. The aorta-iliac bypass was made using a saphenous vein. Then, the femoral-femoral crossover bypass was made using the other saphenous vein. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. Results - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Also implanted in the pt were: pxc 181200. Pxc181200.